Event description:
During placement for left tympanoplasty, possible vision ossiculoplasty, and mastoidectomy placement of ear implant, the doctor was unable to crimp implant. The device was replaced with another implant, which was properly placed and crimped. The patient was not injured.